Event description:
The customer reported the ventilator volume displayed was above the set volume on the ventilator, and the high minute volume alarm was sounding. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturer's service technician was able to duplicate the reported problem. The service technician reported the exhaled volume on the patient data screen was higher than the set volume and the ventilator was alarming. The service technician replaced flow sensors and flow sensor cables to address the findings.

Manufacturer narrative:
Flow sensor.